Event description:
Healthcare professional reported ¿possible right intracapsular implant rupture with questionable stepladder sign", "pain", "change in appearance of the right breast". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported, a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as (B)(6) 2025.